Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that alleges that the tracheostomy tube was leaking at the cuff after 2 days in use. Replacement was required. No incident related medical sequela was reported.